Event description:
Information was received from a consumer regarding a patient receiving bupivacaine at 3.5 mg/day and morphine at 3.8 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient had major back surgery (unrelated to the pump) on (B)(6) 2015 and her 12th spinal reconstruction in which they put 28 pounds of steel in her back for pre-existing back issues from a car accident in 1989. The patient also had a pre-existing neck injury which was reinjured again on (B)(6) 2014. When the patient reinjured her neck and got the reconstruction, she lost 100 pounds and couldn't eat. She had some marinol, which was helping her with throwing up. The patient went to (B)(6) on (B)(6) 2016 for stem cell injections. She tried to get the pump topped off or refilled before she went, but could not. The patient was due for a refill on (B)(6) 2016. The pump started alarming with a single tone beep 3 times an hour on (B)(6) 2016 and then started alarming with a dual tone 4 times an hour on (B)(6) 2016. The sound was consistent with the pump's alarms. This indicated that the pump was empty. The patient started feeling icky on (B)(6) 2016 and then got worse on (B)(6) 2016. The patient experienced a return of pain and withdrawal symptoms which were considered gradual. The withdrawal symptoms included chills, diarrhea, and vomiting. The patient has oral 30 mg morphine and oral baclofen. The patient has medicare/medicaid insurance, but no one wanted to take her on until she has her (B)(6) health plan, which she has already applied for. The patient was also having difficulty getting her records from the surgeon and healthcare provider.

Event description:
Additional information received from the consumer indicated the an appointment was scheduled for (B)(6) 2016. The empty pump alarm began on (B)(6) 2016. The patient's flight to see their doctor was cancelled, which resulted in the patient being unable to make the appointment. The patient experienced withdrawals; sick and throwing up. It was noted the patient "toughed it out" and the pump would hopefully be filled on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.